Manufacturer narrative:
A review of tickets was performed for reagent lot number 08408ui00 and no trends were identified. Historical performance in the field of reagent lots using worldwide data was evaluated. The patient median result for the lot is comparable with all other lots in the field and confirms no systemic issue for the lot. Accuracy testing was performed using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect stat high sensitive troponin-I for lot 08408ui00 was identified. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98.

Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results for a (B)(6) year old male patient regarding suspected macrotroponin interference. The following data was provided (customer"s cutoff <15 ng/l): (B)(6) 2020 sid (B)(6) initial result = 124 ng/l (positive), repeat post peg treatment = 22 ng/l (positive), repeated on cobas8000 troponin t = <15 ng/l (negative). Additional data received: ck result = 520 u/l. No impact to patient management was reported.